Event description:
On (B)(6) 2026, patient reported discontinuation of omnipod use and reported recurrent diabetic ketoacidosis (dka). Patient declined to provide additional information and reported current management with dexcom g7 and insulin pens. Multiple follow-up attempts were made; no response was received. It is unknown whether the patient was wearing the device at the time of medical attention or whether the dka was related to the device. Dates and details of medical visits, glucose values, symptoms, diagnosis, and treatment are unavailable as the patient declined to provide additional information and could not be reached for follow-up.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.